Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report number: 3006705815-2024-00342, 1627487-2024-00207 it was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that both of the patient's leads had migrated and one of the leads was fractured. In turn, the ipg and both leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.